Event description:
According to the reporter, two days after intubation performed, prior to treatment, flushing was performed and leakage was found, a drop of flushing liquid was seen on the junction of blue luer and extension tube which was the exact location of the leak. The product was replaced by another manufacturer's product on the same day of the event and the procedure was completed. It was stated that the clamp was moved periodically, no other defects/damages found on the product where the leak was observed and there was no migration or movement of the catheter. Nothing unusual observed on the device aside from reported issue. The catheter was not repaired, iodophor was the cleaning agent used on the device, tego was not utilized and there was no luer adapter issue. No other products being utilized with the device. There was no blood loss and blood transfusion was not required. The patient did not develop any infection as the result of the leak. No diagnostic procedure performed due to leak. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 correction: g1(MFR contact first name, last name, email and phone number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a cut in the extension tube which led to a leak. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device made contact with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after intubation performed, prior to treatment, flushing was performed and leakage was found, a drop of flushing liquid was seen on the junction of blue luer and extension tube (exit site) which was the exact location of the leak. The product was replaced by another manufacturer's product on the same day of the event and the procedure was completed. It was stated that the clamp was moved periodically, no other defects/damages found on the product where the leak was observed and there was no migration or movement of the catheter. Nothing unusual observed on the device aside from reported issue. The catheter was not repaired, iodophor was the cleaning agent used on the device, tego was not utilized and there was no luer adapter issue. No other products being utilized with the device. There was no blood loss and blood transfusion was not required. The patient did not develop any infection as the result of the leak. No diagnostic procedure performed due to leak. There was no reported patient injury.